Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to 'some' joint laxity and 'some' subluxation (patella tracking issue). Rep confirmed that no further information will be released by the hospital or surgeon.